Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant procedure, a chest x-ray confirmed dislocation of the left ventricular (lv) lead. It was noted that during the follow up appointment, an interrogation report showed high threshold measurements and no capture. It was further reported that approximately three months later, an interrogation report showed a little higher threshold measurement with stable lv capture. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.